Manufacturer narrative:
(B)(4). The returned flexiva 200 laser fiber was received for analysis. The piece measured approximately 229.5 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. Light from the sma connector was bright, round, and clear. No other issues with the device were noted. The reported complaint of the fiber degradation was not confirmed. Fiber tips are intended to degrade during used, which may vary by power levels and duration of use. Additionally, fibers can interact with the scope as it passes through, which in tortuous anatomy can cause stress that can result in fiber damage. It is likely the interaction with the scope as the device was handled in the procedure contributed to the event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in an unilateral flexible laser ureterorenolithotripsy procedure performed on (B)(6) 2019. According to the complainant, the laser fiber broke down. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of broken laser fiber body.